Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during kpc testing before a cori ukr procedure, they were plugging in the handpiece into the console and noticed that the light on the front of the console was flashing. So, they went to run a handpiece test in the admin screen and there was a "robotic drill critical error". They went back into the case and tried to proceed, but the robotic handpiece was not connected and they could not proceed to calibrate. The power button was flashing and so was the back button. Camera and foot pedal were both connected. They were not able to start the case as a computer-assisted surgery; therefore, the procedure was completed without delay by changing the surgical technique to manual procedure. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the cori drill, p/n rob10013, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not functionally confirmed. A kpc test was performed and passed. A case was run and there were no issues with the drill. The drill functioned as intended during testing. A visual analysis of the customer submitted photos confirmed the reported complaint event and confirmed the reported serial number of the device. A log file review was performed. An analysis of the customer submitted log files confirmed the occurrence of the drill critical error. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The most likely cause of this event is a loose connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the escalation owner has been notified to consider further escalation action. Refer to the product instructions for use for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The cori drill, p/n rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not functionally confirmed. A kpc test was performed and passed. A case was run and there were no issues with the drill. The drill functioned as intended during testing. A visual analysis of the customer submitted photos confirmed the reported complaint event and confirmed the reported serial number of the device. A log file review was performed. An analysis of the customer submitted log files confirmed the occurrence of the drill critical error. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, a log file review confirmed the issue. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Refer to the product instructions for use for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.